Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient was admitted to the hospital after fainting. An interrogation was performed, and the physician suspected that the cause for the fainting was a ventricular fibrillation (vf) episode after pacing failed. There also was an increase in pacing threshold measurements, which was believed to be due to patient anatomy. There were no anomalies with regards to pacing impedance measurements. The decision was made to reprogram the output. There were no additional adverse patient effects reported.